Manufacturer narrative:
Explant has not been confirmed. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and unknown "alcl symptoms".

Event description:
Physician reported left side unspecified ¿symptoms of alcl", rupture, and cyst. The reported event of cyst is considered not device related. The device remains implanted.

Manufacturer narrative:
Additional, changed, or corrected data: h.3, h.6 device evaluation: analysis of the returned device identified creases/fold, wear /abrasion, deformation, and weigh of the device to the specification. Cloudiness and voids were observed in the gel after autoclave cycle. The unit was not ruptured. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Physician reported left side ¿symptoms of alcl", "stiffness and swelling," rupture, capsular contracture, baker grade unknown, and cyst. The device has been explanted. The event of cyst is not related to the implant.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
"Stiffness and swelling" and capsular contracture, baker grade unknown were later reported. The device has been explanted.